Event description:
It was reported that prior the procedure, the console displayed errors 58 (self-test process failure (one of the tests completed with fail status)), 188 (cooling system error-cooling flow switch error) and 200 (cooling system error- chiller test fail). Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During visual and functional evaluation of the console, it was identified that the brick and main controller were in good condition, however, it was also confirmed that the main controller power control board (pcb), the laser brick lamp and the optic reflective (or) mirror were defective, concluded in the replacement of these parts and calibrated the laser console. Finally, the device passed full functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after replacements. It is likely that the error message resulted from the defective parts found, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that prior the procedure, the console displayed errors 58 (self-test process failure (one of the tests completed with fail status)), 188 (cooling system error-cooling flow switch error) and 200 (cooling system error- chiller test fail). Due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.